Event description:
Reported issue: unfortunately, we have had a large number of defective filters in the last week. To the point of significantly affective level of patient care. I have so far a tally of 13 noted incidents over a period of less than a week. They are all related to the filter but for different reasons, multiple disconnects, breakages and one that completely fell apart. It is a significant problem for us that needs to be addressed urgently. The epidural catheter was replaced.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the flat filter with no relevant findings. Visual inspection could not be performed as no sample was returned for analysis. The customer did provide photos. A corrective action is not required at this time as the root cause for this complaint investigation could not be determined based upon the information provided and without the actual sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the flat filter with no evidence to indicate a manufacturing related issue. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without the sample.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: unfortunately, we have had a large number of defective filters in the last week. To the point of significantly affective level of patient care. I have so far a tally of 13 noted incidents over a period of less than a week. They are all related to the filter but for different reasons, multiple disconnects, breakages and one that completely fell apart. It is a significant problem for us that needs to be addressed urgently. The epidural catheter was replaced.